Event description:
This lead was capped on (B)(6) 2011 due to climbing thresholds of 7 volts @ 2ms. The procedure took place at tucson medical center with dr. Darren peress. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).